Manufacturer narrative:
The pump was received with a motor error alarm during basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart test, or verify the compromised force sensor system alarms or perform the prime test due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test. The pump passed the off no power test. The pump was received with normal operating currents and passed the self test and off no power test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, broken battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump repeatedly alarmed compromised force sensor system during the priming process. The patient's blood glucose at the time of incident is unknown. The reservoir compartment was also damaged. The insulin pump was returned for analysis.